Event description:
Essure was implanted and it caused extreme pain physically and emotionally. Loss of hair, sex drive, brain fog, extreme weight gain along with other physical allergic reactions. Device was surgically removed on (B)(6) 2015.